Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad trace. The device was received with operating currents within spec. No battery out limit alarm noted. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners, battery tube threads, belt clip slot, reservoir tube window and reservoir tube corners. Unit received missing end cap sticker.

Event description:
Customer reported the buttons on the insulin pump were not working. Customer's blood glucose was 127 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.